Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci), the balloon "came apart". During the preparation of the flextome cutting balloon the balloon "came apart". The patient remained stable and the procedure was completed with another device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be conducted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).